Event description:
The customer reported that an overload fault error and low ma error message were displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the generator driver pcb, cable for b-plane to gen driver and performed filament cal and full generator calibration. He retested the unit with no other issues noted at this time. The system was returned to service.